Manufacturer narrative:
One (1) used. List #011-h3394 connected to an unknown, extension set w/ piercing pin and sight chamber was returned for evaluation. As received, one of the adaptors was observed to be separated from the trifurcated. Both components were observed through ultraviolet (uv) light it was observed and insufficient solvent coverage was noted. The adaptor was torque tested, and this failed the product specification. The complaint can be confirmed. The probable cause was due to a bonding error during manual process assembly in ensenada. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 11/26/2025.

Event description:
An email was received regarding a 30 cm (12") add-on set w/4 check valves, vented cap, alleging a break at a connection point in the device during patient use, on an unknown date. When connecting the infusion to the chemotherapy tree at a tap/connection, the device broke; the sodium chloride then flowed through this location. There was a delay of 15 minutes in the therapy, and this one was completed. There was no blood loss considered clinically significant. Sodium chloride (nacl) 0.9% and oxaliplatin were being administered at the time of the event. There was no unprotected exposure for healthcare professionals. The leak did not come into contact with the patient. The leak was cleaned up according to facility protocol with no specific kit. The patient¿s condition before, during, and after the incident was unchanged. The patient received the full intended dose. Corrective action: change the device to the patient. There was no harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.